Manufacturer narrative:
At the completion of the clinical evaluation, based on the information clinical evaluation was unable to find substantial evidence to support the following reported events; unknown endoleak, sac growth, and relining with mb and cuff. This event included a patient involvement or injury. A clinical assessment was required, but no relevant medical information was received after applying and exhausting due diligence to obtain patient health records. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and/or other non-medical, relative information such as, but not limited to: still photographs; videos; sizing/case planning sheet/summary. The most likely cause of the loss of seal could not be determined due to lack of relevant medical information. Associated clinical harms for this event included: endoleak (indeterminate origin); aneurysm enlargement; and secondary endovascular procedure- relined with main body and proximal extension. The final patient disposition was reported to have had no additional negative patient sequelae. An afx abdominal stent graft system was initially implanted 5 years ago to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up where physician observed a type 3 endoleak and sac growth (2.1 cm since last year). The physician elected to reline the device with an additional afx bifurcated stent graft and aortic extension. The aneurysm was successfully excluded. As of the date of this report, there have been no additional patient sequelae reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
An afx abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The initial implant was done 5 years ago. The patient returned for a routine follow-up where physician observed a type 3 endoleak and sac growth (2.1 cm since last year) the physician elected to reline the device with an additional afx bifurcated stent graft and aortic extension. The aneurysm was successfully excluded. As of the date of this report, there have been no additional patient sequelae reported.